Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: the reported event of the unit failing during transport was not confirmed. The centrimag 2nd generation primary console was returned for analysis at mcs pleasanton. The returned console was evaluated and tested. A log file was downloaded from the returned console; however, the reported event was unable to be confirmed via the log file. It was noted that battery maintenance had not been performed since 2014. The battery pack was connected to ac power and left to charge for 24 hours prior to attempting to perform battery maintenance. The battery did not pass battery maintenance and a battery maintenance error was active. The customer was informed and provided a purchase order for the replacement of the battery. The battery pack was replaced, and the console was tested per procedure and passed all tests. The root cause for the unit failing during transport was not conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The failures of the other two centrimag consoles are reported within MFR report numbers 2916596-2019-04058 & 2916596-2019-04059. The centrimag consoles have been returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that three centrimag consoles failed during transport while in use on a patient. The reason for failure was though to be that the estimated battery life was inaccurate. There were no alarms associated with this event.